Event description:
The lens had been implanted and was removed due to possible defect.a new lens was implanted by surgeon. The alcon representative was contacted and was given the completed defective device form. No apparent complications to patient.